Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis lucera elite bronchovideoscope had no image. The reported malfunction occurred during service and maintenance (not in a clinical setting). There were no reports of patient harm.

Event description:
It was reported that the evis lucera elite bronchovideoscope had no image. The reported malfunction occurred during service and maintenance (not in a clinical setting). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: short-circuit of the image sensor cable. Based on the results of the investigation, it is likely the following led to the malfunction: due to short-circuit of the image sensor cable, image noise occurs, and endoscopic image is not displayed. A root cause for the short-circuit malfunction was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.